Manufacturer narrative:
Additional information: through follow up, we learned that the patient is not experiencing any issues, we also learned that the reported threads which were observed in the eye are not available for examination, they were flushed out at the end of the operation. No patient injury occurred, extra pressure control after one week was done, and the lens remains implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for evaluation. A customer provided photo was reviewed. The complaint issue was observed and confirmed, however the source, nature and as well as the potential clinical impact of the observed alleged foreign material in the eye cannot be determined from a picture assessment. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search was performed and there are no nonconformance related to this production order (po). During the record review for this production order, the miq (measurement iol quality) process was also reviewed. The lens was processed and inspected according to established procedures. No deviation was found during processes related to the complaint issue reported. Conclusion: based on the limited information provided; it was not possible to determine an indication of a product malfunction or quality deficiency. There were no safety signals for similar reports from our post market surveillance activities. Subsequently, it is not required to initiate a nonconformity report, or escalation. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. Explant date: not applicable as lens remains implanted. Reporter telephone number: (B)(6). Reporter email address: unknown/not provided. Manufacturer telephone number: (B)(4). The device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the end of the operation, after implanting a dcb intraocular lens (iol), the operator detected two black "threads" in the patient's eye and used extra suction to remove them. The customer does not know if the threads were introduced into the eye with the lens. The lens was fully inserted and remains implanted. No additional information was provided.